Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The technician confirmed all of these issues. The data acquisition (da) pcba board was replace and that resolved the pressure accuracy issue. The flow assembly being replaced resolved the sir flow accuracy issue and the green color led flickering was resolved by replacing the power switch overlay. The da pcba board and the gas delivery assembly was returned. The customer returned data acquisition (da) board was tested and no failures were identified. The defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. The power switch overlay was not returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during periodic maintenance, the manufacturer¿s international service technician reported the device failed the pressure accuracy test, the air flow accuracy test and there green color led lamp was flickering. The customer reported there was no patient involvement.